Event description:
Option study it was reported the closure device did not seal. On (B)(6) 2020, the patient underwent a left atrial appendage (laa) closure procedure. Prior to the procedure, the patient was on rivaroxaban and aspirin. Heparin was administered and the pre-procedure international normalized ratio (inr) was 2.2. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 90 mm. The patient was discharged the following day. On (B)(6) 2020, the patient presented for a three month follow up visit. The transesophageal echocardiogram (tee) revealed a left ventricle ejection fraction (lvef) of 60% and laa seal of jet size greater than 5mm and the largest residual jet around the closure device was 2.2 mm. It was also noted there was a pericardial effusion of 2 mm adjacent to the left atrial appendage and posterior to the left ventricle. It was further reported that on (B)(6) 2022, 941 days post index procedure, tee revealed 14 mm residual flow between la (left atrium) and laa (left atrial appendage). The tee imaging performed on (B)(6) 2022 revealed incomplete laa seal with 14mm largest residual jet around device. The patient was on aspirin at the time. On (B)(6) 2023, the patient underwent a leak closure procedure to treat the leak.

Manufacturer narrative:
B5: updated.

Manufacturer narrative:
B5: updated to clarify 14mm leak was noticed on (B)(6) 2022 not (B)(6) 2022.

Event description:
Option study. It was reported the closure device did not seal. On (B)(6) 2020, the patient underwent a left atrial appendage (laa) closure procedure. Prior to the procedure, the patient was on rivaroxaban and aspirin. Heparin was administered and the pre-procedure international normalized ratio (inr) was 2.2. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 90 mm. The patient was discharged the following day. On (B)(6) 2020, the patient presented for a three month follow up visit. The transesophageal echocardiogram (tee) revealed a left ventricle ejection fraction (lvef) of 60% and laa seal of jet size greater than 5mm and the largest residual jet around the closure device was 2.2 mm. It was also noted there was a pericardial effusion of 2 mm adjacent to the left atrial appendage and posterior to the left ventricle. It was further reported that on (B)(6) 2022, 941 days post index procedure, tee revealed 14 mm residual flow between la (left atrium) and laa (left atrial appendage). The tee imaging performed on (B)(6) 2022 revealed incomplete laa seal with 14mm largest residual jet around device. The patient was on aspirin at the time. On (B)(6) 2023, the patient underwent a leak closure procedure to treat the leak. It was further reported that the 14mm leak was identified on (B)(6) 2022, not (B)(6) 2022.

Event description:
(B)(6). It was reported the closure device did not seal. On (B)(6) 2020, the patient underwent a left atrial appendage (laa) closure procedure. Prior to the procedure, the patient was on rivaroxaban and aspirin. Heparin was administered and the pre-procedure international normalized ratio (inr) was 2.2. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 90 mm. The patient was discharged the following day. On (B)(6) 2020, the patient presented for a three month follow up visit. The transesophageal echocardiogram (tee) revealed a left ventricle ejection fraction (lvef) of 60% and laa seal of jet size greater than 5mm and the largest residual jet around the closure device was 2.2 mm. It was also noted there was a pericardial effusion of 2 mm adjacent to the left atrial appendage and posterior to the left ventricle.